Event description:
This case was cross referenced with cases: (B)(4) (cluster) this spontaneous case from united states was received on 06-nov-2017 from other non-healthcare professional this case concerns a (B)(6) years old patient (gender: not provided) who initiated treatment with synvisc one and after an unknown latency experienced right knee swelling which was hot to touch and right knee pain no medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (dose and indication: not provided). On an unknown date in (B)(6) 2017, after an unknown latency experienced right knee swelling which was hot to touch and right knee pain which was treated with steroid injection. Corrective treatment: steroid injection for all events. Outcome: unknown for all events. Seriousness criteria: required intervention for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 05-dec-2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
Suicide [suicide], device malfunction [device malfunction], couldn't walk [unable to walk], serious adverse event [unevaluable event], synovitis [synovitis] ([swelling of r knee], [joint warmth], [knee pain], [joint tightness], [condition aggravated], [effusion (l) knee]), baker's cyst [baker's cyst], couldn't stand it any longer [difficulty in standing] debilitating fatigue [fatigue], periods of breathing difficulties [breathing difficult], racing heart [heart rate increased], cough [cough], stickiness inside my mouth [sticky skin], loss of coordination [coordination impaired], some short term memory loss [memory loss transient], loss of balance [balance impaired nos], dizzy spells [dizzy spells], burned down through the lower leg [burning leg], numb legs and feet [numbness of lower extremities], vision changes including blurring [blurred vision], severe mood swings/ sever personality changes [mood swings], depression [depression], terrible feeling of pressure in my head/ problems in his head [head pressure] , extreme headaches [headache], stiffness in my neck [neck stiffness], drastic body temperature changes, fevers [fever] ([chills]), anxiety [anxiety], painful with difficulty walking [pain upon movement], pain into the calf [calf pain], calf gets tight/problems in his legs [calf discomfort], calf gets swollen [calf swelling], could not sleep [poor quality sleep], weak [weakness], hot [feeling hot], cold shaking [feeling cold], cold shaking [shaking], chest pressure/ problems in his chest [chest pressure], depressed mood [depressed mood], crepitance [joint noise], and at no time did it give him relief [device ineffective]. Case narrative: upon internal review on (B)(6) 2018 this case was identified as a duplicate of case (B)(4) and all the information if the case (B)(4) is merged in this case. This case was cross referenced with cases: (B)(4) (cluster). This spontaneous case from united states was received on (B)(6) 2017 from other non-healthcare professional. This case involves a 68 years old male patient (167 cm and 84 kg) who experienced suicide, device malfunction, couldn't walk, synovitis, baker's cyst, couldn't stand it any longer, debilitating fatigue, periods of breathing difficulties, racing heart, cough,weak, hot, cold shaking, chest pressure/ problems in his chest, depressed mood, stickiness inside my mouth, loss of coordination , some short term memory loss, loss of balance, dizzy spells, burned down through the lower leg, numb legs and feet, crepitance, vision changes including blurring, severe mood swings/ sever personality changes, depression, terrible feeling of pressure in my head/ problems in his head, extreme headaches, stiffness in my neck, drastic body temperature changes, fevers, anxiety, painful with difficulty walking, pain into the calf, calf gets tight/problems in his legs, calf gets swollen and at no time did it give him relief, while he was treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history included arthroscopy in 2003, tenoplasty in 2005, cataract in 2011, nephrolithiasis in 2013, cataract in 2013, shoulder arthroscopy/ right rotator & tear in 2013, atrial flutter in 2013, echocardiogram in 2014, thermal ablation in 2016, colonoscopy on (B)(6) 2017, synovial cyst, pain in extremity, hypertension, hyperlipidaemia and tobacco user. The patient's past medical treatment included flomax [tamsulosin hydrochloride] in (B)(6) 2017 with to empty bladder and losartan potassium in (B)(6) 2017 with blood pressure. The patient's past vaccination(s) and family history were not provided. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (lot - 7rsl021; expiration date - 31-oct-2018) for left knee osteoarthritis. This was the patient first visco-supplementation. The patient was advised to ice and take rest next one to two days, 10 to 15 minutes at a time. Unfortunately, the patient sustained a flair reaction to the synvisc-one injection. On the same day after receiving synvisc one injection, it hurt all day and night called doctor. On (B)(6) 2017, the patient developed a serious adverse event (unevaluable event) in the hospital. Patient started to experience the symptoms of pain the same day as the injection and the following weekend it became much worse. Immediately his body reacted, his knees welled and was in pain, hec couldn't walk further than the bathroom from the bed, even getting to couch was a serious issue then patient was told to use ice and tylenol, had to use a cane , told to get steroid shot, but patient was in so much pain could not bear the thought of getting another shot. The patient reported that he had increased pain and swelling in the knee almost immediately after and it hurt all day and night. The patient could not sleep. The patient started to ice, elevate and take tylenol. The patient knee bothered him throughout the week, really was not improved. The patient had difficulty walking. The patient noted pain and a knot in the back in the knee. The patient was also having pain into the calf and into his thigh. Wife noted his calf gets tight, swollen. And painful. On (B)(6) 2017, the patient could hardly walk without a cane. He kept icing and tylenol but it didn't help. The severe pain, fever, chills continued. The following tuesday after the shot patient still could not do anything, then wed the doctor was only working half day and nurse told him it was a bad batch. On (B)(6) 2017, the patient was unable to come in to see the doctor. The patient came back on (B)(6) 2017, as he was in much pain went to doctor for left knee aspiration and intra-articular csi, the physical examination of the left knee revealed large effusion with no erythema or warmth. Although swelling, was decreased but the knee had been painful with difficulty walking and to go to physical therapy. The patient was sent for a lower extremity venous doppler to rule out a dvt. Doppler 'vas negative for dvt but did show baker's cyst in the popliteal fossa i.e. Recurrence of the baker's cyst posteriorly his skin was okay with palpable baker cyst. There was some swelling and tightness in his calf. No palpable cords. However, again patient did relate pain into his calf. , patient was in much pain went to doctor had knee drained on the same day, the dexamethasone was injected intra-articularly to the left knee. Hemostasis was obtained at the end of the procedure. The patient tolerated the procedure well and would ice for 10 to 15 minutes once or twice later today. The patient had some vision change and some other symptoms since the synvisc-one injection that he was attributed to the injection. The injection caused a reaction with synovitis which was highly unusual with a first time injection. On (B)(6) 2017, the patient returned to doctor with severe pain, fever and continued feeling as listed. The patient ordered physical therapy and sent to dr. For possible surgery review. The patient had discomfort and anxiety that was seen before. The patient reported that a month out from my synvisc one injection, I'm having a horrible adverse reaction. Debilitating fatigue, periods of breathing difficulties, racing heart & cough, chest pressure, stickiness inside my mouth, loss of coordination & balance & some short term memory loss, dizzy spells, intense burning that started with the knee injection & burned down through the lower leg, numb legs & feet, extreme tightness behind the knee, vision changes including blurring & visual movement, drastic body temperature changes, severe mood swings & depression. A terrible feeling of pressure in my head, extreme headaches, stiffness in my neck. It was stated that patient went to physical therapy after (B)(6) 2017 and after that point things had started to turn for the worse. Patient was supposed to see a surgeon before he had shot himself. It was stated overall patient was an outgoing person and his depressed mood change was beyond abnormal for him. It was stated that there was a point that he needed help to get off the floor because of his mobility issues. On (B)(6)2017, the patient attempted suicide through gunshot at the torso and died on the same day. Final diagnosis was baker's cyst, calf gets swollen, calf gets tight, pain into the calf, painful with difficulty walking, synovitis, couldn't walk, device malfunction, (fatal) suicide, anxiety, drastic body temperature changes, fevers, stiffness in my neck, extreme headaches, terrible feeling of pressure in my head, depression, severe mood swings, vision changes including blurring, numb legs and feet, burned down through the lower leg, dizzy spells, loss of balance, some short term memory loss, loss of coordination, stickiness inside my mouth, cough, racing heart, periods of breathing difficulties, debilitating fatigue, weak, hot, cold shaking, chest pressure, depressed mood, crepitance, at no time did it give him relief and couldn't stand it any longer. Corrective: dexamethasone, tylenol and ice for synovitis and cane for could not walk. The patient outcome is reported as unknown for swelling,weak, hot,cold shaking, chest pressure, crepitance; as not recovered / not resolved on an unknown date for hot to touch, as not recovered / not resolved on an unknown date for pain/intense burning that started with the knee injection, depressed mood, , as not recovered / not resolved on an unknown date for couldn't walk, as unknown for couldn't stand it any longer, as unknown for baker's cyst, as unknown for debilitating fatigue, as unknown for periods of breathing difficulties, as unknown for racing heart, as unknown for cough, as unknown for stickiness inside my mouth, as unknown for loss of coordination , as unknown for some short term memory loss, as unknown for loss of balance, as unknown for dizzy spells, as unknown for burned down through the lower leg, as unknown for numb legs and feet, as unknown for extreme tightness behind the knee, as unknown for vision changes including blurring, as unknown for severe mood swings, as unknown for depression, as unknown for terrible feeling of pressure in my head, as unknown for extreme headaches, as unknown for stiffness in my neck, as unknown for drastic body temperature changes, fevers, as unknown for chills, as unknown for anxiety, as unknown for synovitis, as unknown for flair reaction to synvisc one, as unknown for painful with difficulty walking, as not recovered / not resolved on an unknown date for pain into the calf, as not recovered / not resolved on an unknown date for calf gets tight, as not recovered / not resolved on an unknown date for calf gets swollen, as not recovered / not resolved on an unknown date for device malfunction, as fatal on an unknown date for suicide and as not recovered / not resolved on an unknown date for left knee effusion. It is unknown if an autopsy was done. The cause of death was reported as completed suicide. Seriousness criteria: intervention required for synovitis and device malfunction, disability for couldn't walk and fatal for suicide. A pharmaceutical technical complaint (ptc) was initiated for suspect: synvisc one, batch number: 7rsl021. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in (B)(6) 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on (B)(6) 2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on (B)(6) 2018 from patient wife. Lot number added. Events added. Clinical course was updated and text amended accordingly. Upon internal review on (B)(6) 2018 this case was identified as a duplicate of case (B)(4) and all the information if the case (B)(4) is merged in this case. Event of hot, cold shaking, chest pressure, crepitance, depressed mood, weak, and at no time did it give relief were added. The past medical history and drug history was added. Additional information was received on 21-feb-2019. Event added for serious adverse event. Verbatim updated for the event of swelling/ swollen knees, terrible feeling of pressure in my head/ problems in his head, severe mood swings severe personality changes, chest pressure/ problems in his chest. Clinical course updated and text amended accordingly.

Event description:
Suicide [suicide] ; device malfunction [device malfunction] ; couldn't walk [unable to walk] ; synovitis [synovitis] ([swelling of r knee], [joint warmth], [knee pain], [joint tightness], ;[condition aggravated], [effusion (l) knee]); baker's cyst [baker's cyst] ; couldn't stand it any longer [difficulty in standing] ; debilitating fatigue [fatigue] ; periods of breathing difficulties [breathing difficult] ; racing heart [heart rate increased] ; cough [cough] ; stickiness inside my mouth [sticky skin] ; loss of coordination [coordination impaired] ; some short term memory loss [memory loss transient] ; loss of balance [balance impaired nos] ; dizzy spells [dizzy spells] ; burned down through the lower leg [burning leg] ; numb legs and feet [numbness of lower extremities] ; vision changes including blurring [blurred vision] ; severe mood swings [mood swings] ; depression [depression] ; terrible feeling of pressure in my head [head pressure] ; extreme headaches [headache] ; stiffness in my neck [neck stiffness] ; drastic body temperature changes, fevers [fever] ([chills]); anxiety [anxiety] ; painful with difficulty walking [pain upon movement] ; pain into the calf [calf pain] ; calf gets tight [calf discomfort] ; calf gets swollen [calf swelling]; could not sleep [poor quality sleep]. Case narrative: this case was cross referenced with cases: (B)(4) (cluster). This spontaneous case from united states was received on (B)(6) 2017 from other non-healthcare professional this case involves a (B)(6) male patient (167 cm and (B)(6)) who experienced suicide, device malfunction, couldn't walk, synovitis, baker's cyst, couldn't stand it any longer, debilitating fatigue, periods of breathing difficulties, racing heart, cough, stickiness inside my mouth, loss of coordination , some short term memory loss, loss of balance, dizzy spells, burned down through the lower leg, numb legs and feet, vision changes including blurring, severe mood swings, depression, terrible feeling of pressure in my head, extreme headaches, stiffness in my neck, drastic body temperature changes, fevers, anxiety, painful with difficulty walking, pain into the calf, calf gets tight and calf gets swollen, while he was treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (lot - 7rsl021; expiration date - 31-oct-2018) for left knee osteoarthritis. This was the patient first visco-supplementation. The patient was advised to ice and take rest next one to two days, 10 to 15 minutes at a time. Unfortunately, the patient sustained a flair reaction to the synvisc-one injection. The patient reported that he had increased pain and swelling in the knee almost immediately after and it hurt all day and night. The patient could not sleep. The patient started to ice, elevate and take tylenol. The patient knee bothered him throughout the week, really was not improved. The patient had difficulty walking. The patient noted pain and a knot in the back in the knee. The patient was also having pain into the calf and into his thigh. Wife noted his calf gets tight, swollen. And painful. On (B)(6) 2017, the patient could hardly walk without a cane. He kept icing and tylenol but it didn't help. The severe pain, fever, chills continued. On (B)(6) 2017, the patient was unable to come in to see the doctor. The patient came back on (B)(6) 2017 for left knee aspiration and intra-articular csi, the physical examination of the left knee revealed large effusion with no erythema or warmth. Although swelling, was decreased but the knee had been painful with difficulty walking and to go to physical therapy. The patient was sent for a lower extremity venous doppler to rule out a dvt. Doppler 'vas negative for dvt but did show baker's cyst in the popliteal fossa i.e. Recurrence of the baker's cyst posteriorly his skin was okay with palpable baker cyst. There was some swelling and tightness in his calf. No palpable cords. However, again patient did relate pain into his calf. On the same day, the dexamethasone was injected intra-articularly to the left knee. Hemostasis was obtained at the end of the procedure. The patient tolerated the procedure well and would ice for 10 to 15 minutes once or twice later today. The patient had some vision change and some other symptoms since the synvisc-one injection that he was attributed to the injection. The injection caused a reaction with synovitis which was highly unusual with a first time injection on (B)(6) 2017, the patient returned to doctor with severe pain, fever and continued feeling as listed. The patient ordered physical therapy and sent to dr. For possible surgery review. The patient had discomfort and anxiety that was seen before. The patient reported that a month out from my synvisc one injection, I'm having a horrible adverse reaction. Debilitating fatigue, periods of breathing difficulties, racing heart & cough, chest pressure, stickiness inside my mouth, loss of coordination & balance & some short term memory loss, dizzy spells, intense burning that started with the knee injection & burned down through the lower leg, numb legs & feet, extreme tightness behind the knee, vision changes including blurring & visual movement, drastic body temperature changes, severe mood swings & depression. A terrible feeling of pressure in my head, extreme headaches, stiffness in my neck. On (B)(6) 2017, the patient attempted suicide through gunshot at the torso and died on the same day. Final diagnosis was baker's cyst, calf gets swollen, calf gets tight, pain into the calf, painful with difficulty walking, synovitis, couldn't walk, device malfunction, (fatal) suicide, anxiety, drastic body temperature changes, fevers, stiffness in my neck, extreme headaches, terrible feeling of pressure in my head, depression, severe mood swings, vision changes including blurring, numb legs and feet, burned down through the lower leg, dizzy spells, loss of balance, some short term memory loss, loss of coordination, stickiness inside my mouth, cough, racing heart, periods of breathing difficulties, debilitating fatigue and couldn't stand it any longer. Corrective: dexamethasone, tylenol and ice for synovitis and cane for could not walk. The patient outcome is reported as unknown for swelling, as not recovered / not resolved on an unknown date for hot to touch, as not recovered / not resolved on an unknown date for pain/intense burning that started with the knee injection, as not recovered / not resolved on an unknown date for couldn't walk, as unknown for couldn't stand it any longer, as unknown for baker's cyst, as unknown for debilitating fatigue, as unknown for periods of breathing difficulties, as unknown for racing heart, as unknown for cough, as unknown for stickiness inside my mouth, as unknown for loss of coordination , as unknown for some short term memory loss, as unknown for loss of balance, as unknown for dizzy spells, as unknown for burned down through the lower leg, as unknown for numb legs and feet, as unknown for extreme tightness behind the knee, as unknown for vision changes including blurring, as unknown for severe mood swings, as unknown for depression, as unknown for terrible feeling of pressure in my head, as unknown for extreme headaches, as unknown for stiffness in my neck, as unknown for drastic body temperature changes, fevers, as unknown for chills, as unknown for anxiety, as unknown for synovitis, as unknown for flair reaction to synvisc one, as unknown for painful with difficulty walking, as not recovered / not resolved on an unknown date for pain into the calf, as not recovered / not resolved on an unknown date for calf gets tight, as not recovered / not resolved on an unknown date for calf gets swollen, as not recovered / not resolved on an unknown date for device malfunction, as fatal on an unknown date for suicide and as not recovered / not resolved on an unknown date for left knee effusion. It is unknown if an autopsy was done. The cause of death was reported as completed suicide. Seriousness criteria: intervention required for synovitis and device malfunction, disability for couldn't walk and fatal for suicide. A pharmaceutical technical complaint (ptc) was initiated for suspect: synvisc one, batch number: 7rsl021 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on 05-dec-2017. Global ptc number and ptc results were added. Text was amended accordingly additional information was received on (B)(6) 2018 from patient wife. Lot number added. Events added. Clinical course was updated and text amended accordingly.

Event description:
Suicide [suicide] ; device malfunction [device malfunction] ; couldn't walk [unable to walk] ; synovitis [synovitis] ([swelling of r knee], [knee pain], [effusion (l) knee], [joint tightness], [condition aggravated], [joint warmth]); baker's cyst [baker's cyst] ; couldn't stand it any longer [difficulty in standing] ; debilitating fatigue [fatigue] ; periods of breathing difficulties [breathing difficult] ; racing heart [heart rate increased] ; cough [cough] ; stickiness inside my mouth [sticky skin] ; loss of coordination [coordination impaired] ; some short term memory loss [memory loss transient] ; loss of balance [balance impaired nos] ; dizzy spells [dizzy spells] ; burned down through the lower leg [burning leg] ; numb legs and feet [numbness of lower extremities] ; vision changes including blurring [blurred vision] ; severe mood swings [mood swings] ; depression [depression] ; terrible feeling of pressure in my head [head pressure] ; extreme headaches [headache] ; stiffness in my neck [neck stiffness] ; drastic body temperature changes, fevers [fever] ([chills]); anxiety [anxiety] ; painful with difficulty walking [pain upon movement] ; pain into the calf [calf pain] ; calf gets tight [calf discomfort] ; calf gets swollen [calf swelling]; could not sleep [poor quality sleep] ; weak [weakness] ; hot [feeling hot] ; cold shaking [feeling cold] ; cold shaking [shaking] ; chest pressure [chest pressure] ; depressed mood [depressed mood]; crepitance [joint noise] ; at no time did it give him relief [device ineffective] . Case narrative: upon internal review on 31-dec-2018 this case was identified as a duplicate of case (B)(4) and all the information if the case (B)(4) is merged in this case. This case was cross referenced with cases: (B)(4) (cluster). This spontaneous case from united states was received on (B)(6) 2017 from other non-healthcare professional. This case involves a (B)(6) male patient (167 cm and (B)(6)) who experienced suicide, device malfunction, couldn't walk, synovitis, baker's cyst, couldn't stand it any longer, debilitating fatigue, periods of breathing difficulties, racing heart, cough,weak, hot, cold shaking, chest pressure, depressed mood, stickiness inside my mouth, loss of coordination , some short term memory loss, loss of balance, dizzy spells, burned down through the lower leg, numb legs and feet, crepitance, vision changes including blurring, severe mood swings, depression, terrible feeling of pressure in my head, extreme headaches, stiffness in my neck, drastic body temperature changes, fevers, anxiety, painful with difficulty walking, pain into the calf, calf gets tight, calf gets swollen and at no time did it give him relief, while he was treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history included arthroscopy in 2003, tenoplasty in 2005, cataract in 2011, nephrolithiasis in 2013, cataract in 2013, shoulder arthroscopy/ right rotater & tear in 2013, atrial flutter in 2013, echocardiogram in 2014, thermal ablation in 2016, colonoscopy on (B)(6) 2017, synovial cyst, pain in extremity, hypertension, hyperlipidaemia and tobacco user. The patient's past medical treatment included flomax [tamsulosin hydrochloride] in (B)(6) 2017 with to empty bladder and losartan potassium in (B)(6) 2017 with blood pressure. The patient's past vaccination(s) and family history were not provided. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (lot - 7rsl021; expiration date - 31-oct-2018) for left knee osteoarthritis. This was the patient first visco-supplementation. The patient was advised to ice and take rest next one to two days, 10 to 15 minutes at a time. Unfortunately, the patient sustained a flair reaction to the synvisc-one injection. On the same day after receiving synvisc one injection, it hurt all day and night called doctor. Patient started to experience the symptoms of pain the same day as the injection and the following weekend it became much worse. Immediately his body reacted, his knees welled and was in pain, hec couldn't walk further than the bathroom from the bed, even getting to couch was a serious issue then patient was told to use ice and tylenol, had to use a cane , told to get steroid shot, but patient was in so much pain could not bear the thought of getting another shot. The patient reported that he had increased pain and swelling in the knee almost immediately after and it hurt all day and night. The patient could not sleep. The patient started to ice, elevate and take tylenol. The patient knee bothered him throughout the week, really was not improved. The patient had difficulty walking. The patient noted pain and a knot in the back in the knee. The patient was also having pain into the calf and into his thigh. Wife noted his calf gets tight, swollen. And painful. On (B)(6) 2017, the patient could hardly walk without a cane. He kept icing and tylenol but it didn't help. The severe pain, fever, chills continued. The following tuesday after the shot patient still could not do anything, then wed the doctor was only working half day and nurse told him it was a bad batch. On (B)(6) 2017, the patient was unable to come in to see the doctor. The patient came back on (B)(6) 2017, as he was in much pain went to doctor for left knee aspiration and intra-articular csi, the physical examination of the left knee revealed large effusion with no erythema or warmth. Although swelling, was decreased but the knee had been painful with difficulty walking and to go to physical therapy. The patient was sent for a lower extremity venous doppler to rule out a dvt. Doppler 'vas negative for dvt but did show baker's cyst in the popliteal fossa i.e. Recurrence of the baker's cyst posteriorly his skin was okay with palpable baker cyst. There was some swelling and tightness in his calf. No palpable cords. However, again patient did relate pain into his calf. Patient was in much pain went to doctor had knee drained on the same day, the dexamethasone was injected intra-articularly to the left knee. Hemostasis was obtained at the end of the procedure. The patient tolerated the procedure well and would ice for 10 to 15 minutes once or twice later today. The patient had some vision change and some other symptoms since the synvisc-one injection that he was attributed to the injection. The injection caused a reaction with synovitis which was highly unusual with a first time injection on (B)(6) 2017, the patient returned to doctor with severe pain, fever and continued feeling as listed. The patient ordered physical therapy and sent to dr. For possible surgery review. The patient had discomfort and anxiety that was seen before. The patient reported that a month out from my synvisc one injection, I'm having a horrible adverse reaction. Debilitating fatigue, periods of breathing difficulties, racing heart & cough, chest pressure, stickiness inside my mouth, loss of coordination & balance & some short term memory loss, dizzy spells, intense burning that started with the knee injection & burned down through the lower leg, numb legs & feet, extreme tightness behind the knee, vision changes including blurring & visual movement, drastic body temperature changes, severe mood swings & depression. A terrible feeling of pressure in my head, extreme headaches, stiffness in my neck. It was stated that patient went to physical therapy after (B)(6) 2017 and after that point things had started to turn for the worse. Patient was supposed to see a surgeon before he had shot himself. It was stated overall patient was an outgoing person and his depressed mood change was beyond abnormal for him. It was stated that there was a point that he needed help to get off the floor because of his mobility issues on (B)(6) 2017, the patient attempted suicide through gunshot at the torso and died on the same day. Final diagnosis was baker's cyst, calf gets swollen, calf gets tight, pain into the calf, painful with difficulty walking, synovitis, couldn't walk, device malfunction, (fatal) suicide, anxiety, drastic body temperature changes, fevers, stiffness in my neck, extreme headaches, terrible feeling of pressure in my head, depression, severe mood swings, vision changes including blurring, numb legs and feet, burned down through the lower leg, dizzy spells, loss of balance, some short term memory loss, loss of coordination, stickiness inside my mouth, cough, racing heart, periods of breathing difficulties, debilitating fatigue, weak, hot, cold shaking, chest pressure, depressed mood, crepitance, at no time did it give him relief and couldn't stand it any longer. Corrective: dexamethasone, tylenol and ice for synovitis and cane for could not walk. The patient outcome is reported as unknown for swelling,weak, hot,cold shaking, chest pressure, crepitance; as not recovered / not resolved on an unknown date for hot to touch, as not recovered / not resolved on an unknown date for pain/intense burning that started with the knee injection, depressed mood, , as not recovered / not resolved on an unknown date for couldn't walk, as unknown for couldn't stand it any longer, as unknown for baker's cyst, as unknown for debilitating fatigue, as unknown for periods of breathing difficulties, as unknown for racing heart, as unknown for cough, as unknown for stickiness inside my mouth, as unknown for loss of coordination , as unknown for some short term memory loss, as unknown for loss of balance, as unknown for dizzy spells, as unknown for burned down through the lower leg, as unknown for numb legs and feet, as unknown for extreme tightness behind the knee, as unknown for vision changes including blurring, as unknown for severe mood swings, as unknown for depression, as unknown for terrible feeling of pressure in my head, as unknown for extreme headaches, as unknown for stiffness in my neck, as unknown for drastic body temperature changes, fevers, as unknown for chills, as unknown for anxiety, as unknown for synovitis, as unknown for flair reaction to synvisc one, as unknown for painful with difficulty walking, as not recovered / not resolved on an unknown date for pain into the calf, as not recovered / not resolved on an unknown date for calf gets tight, as not recovered / not resolved on an unknown date for calf gets swollen, as not recovered / not resolved on an unknown date for device malfunction, as fatal on an unknown date for suicide and as not recovered / not resolved on an unknown date for left knee effusion. It is unknown if an autopsy was done. The cause of death was reported as completed suicide. Seriousness criteria: intervention required for synovitis and device malfunction, disability for couldn't walk and fatal for suicide. A pharmaceutical technical complaint (ptc) was initiated for suspect: synvisc one, batch number: 7rsl021. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on 05-dec-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on (B)(6) 2018 from patient wife. Lot number added. Events added. Clinical course was updated and text amended accordingly. Upon internal review on (B)(6) 2018 this case was identified as a duplicate of case (B)(4) and all the information if the case (B)(4) is merged in this case. Event of hot, cold shaking, chest pressure, crepitance, depressed mood, weak, and at no time did it give relief were added. The past medical history and drug history was added.

Event description:
(B)(4). This spontaneous case from united states was received on 06-nov-2017 from other non-healthcare professional. This case concerns a (B)(6) patient (gender: not provided) who initiated treatment with synvisc one and after an unknown latency experienced right knee swelling which was hot to touch and right knee pain no medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (dose and indication: not provided). On an unknown date in (B)(6) 2017, after an unknown latency experienced right knee swelling which was hot to touch and right knee pain which was treated with steroid injection. Corrective treatment: steroid injection for all events. Outcome: unknown for all events. Seriousness criteria: required intervention for all events. A pharmaceutical technical complaint (ptc) was initiated and the result of the same was pending.